Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported sheath split issue and clip caught in the distal end of the exchange sheath were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A starclose se device was returned to abbott vascular (av) with no information provided. Av's analysis of the returned starclose se device revealed the starclose se clip was deployed and the clip was caught in the distal end of the starclose se exchange sheath. A starclose se device in this condition would not have achieved hemostasis. Subsequently, the site was contacted and additional information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention. Reportedly, the starclose se sheath did not split properly. No resistance during starclose se sheath splitting was reported. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.